Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit received with constant flashing medtronic logo. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify critical pump error (35) alarm due to display anomaly. Per visual inspection it was determined that the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Unable to download history files and traces using thump due to display anomaly. Corrosion noted on keypad flex connector on gold traces and corroded electronic assembly during visual inspection. In addition, the unit was received with battery cap contact damaged, cracked case (battery tube), stained keypad overlay, cracked case-corner of belt clip rails, scratched case, cracked keypad overlay, cracked case on the lower battery side, moisture damage and corroded keypad trace. In summary, the unit was received with a flashing medtronic logo screen due to corrode electronic assemblies. Therefore, unable to confirm pump error 35. Isolate electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump had gotten wet, pump error 35, checked the pump and it had a crack on it at the back. The customer reported no adverse event. The event involved product(s) mmt-1884. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.